Event description:
During routine inspection, the customer noted that the device main keypad buttons were inoperative. Physio-control evaluated the device and found that the device was able to power on but all other buttons were non-functional. The device was unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Additional testing of the removed interface pcb at the failure analysis center determined the cause for the malfunction to be a failed ic chip, designator u5.